Manufacturer narrative:
Method: customer reported that no sample was available for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: without the actual product, a complete analysis cannot be conducted. At this time, this complaint is being closed with no further investigation. If additional information becomes available in the future, we will reopen this complaint.

Event description:
(Drug/diluent: marcaine 0.25%). (Procedure: mastectomy). The pump is reported to have a fast flow. Fill volume 400ml and unk flow rate. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: normal fill volume: 400ml and nominal flow rate: 4ml/hr.